Manufacturer narrative:
The insulin pump had intermittent button press noted due to flattened dome switch on the esc and act buttons. No button error alarm noted during testing. The insulin pump had cracked case on lcd display window corners and scratched lcd display window noted during visual inspection.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 87 mg/dl at the time of incident. The insulin pump was returned for analysis.